Manufacturer narrative:
(B)(4).

Event description:
Patient contact dexcom on (B)(6) 2016 to report a loss of connection that occurred on (B)(6) 2016. Educated patient on antenna icon displayed for less than 10 minutes. No injury or medical intervention was reported.